Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ united kingdom of great britain and northern ireland investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the locking mechanism of the aseptic transfer kit housing is broken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, b4, b5, d2, d9, e2, e3, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the housing functioned with the battery and housing; however, the locking mechanism was broken which may be related to the power issue. The device could not be repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed for the housing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.